Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection amikacin, 250 milligrams (ip) intraperitoneally (frequency unspecified) and injection vancomycin, 1 gram, ip, once in 72 hours. On unreported dates, the patient was discharged from the hospital and the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.